Manufacturer narrative:
This report is submitted on july 10, 2018.

Event description:
Per the clinic, the patient sustained a head trauma resulting in the dislocation of the magnet and subsequently, the device was explanted on (B)(6) 2018. The patient was reimplanted with a new device during the same surgery.